Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump touch screen was unresponsive. As this occurred during a routine maintenance, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump touch screen was unresponsive. As this occurred during a routine maintenance, there was no patient involvement. The involved device was not returned for evaluation but photographs of the touch screen were received. A review of the photographs found that the issue was caused by liquid having penetrated into the touch screen. Sorin group deutschland has initiated a CAPA to address this issue. Photos of actual device were evaluated.